Manufacturer narrative:
No hospital/medical records have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical images received and reviewed. Based on the images provided, a denali filter was identified to be deployed in an upright position within the ivc, can be confirmed. Based on the images provided, the vena cava filter was deployed between the levels of l2 through l3 the lumbar spine, can be confirmed. Based on the images provided, a detached filter arm was identified within the confines of the ivc wall, can be confirmed. Based on the images provided, a successful capture and retrieval of the vena cava filter can be confirmed. Based on the images provided, a detached filter arm was identified in the ivc, post filter retrieval; however, based on the images provided, it cannot be determined if the detached limb was successfully removed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported approximately two months post inferior vena cava filter deployment, imaging demonstrated one filter leg extending beyond the caval wall and a detached filter limb prior to a filter retrieval procedure. The health care professional (hcp) reported the filter was captured and retrieved successfully without difficulty. The detached filter limb remains embedded within the ivc wall with no plans for retrieval. There was no reported consequence or impact to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: the filter was returned with six legs and five arms present and intact. One arm was detached approximately 0.5mm from the base of the apex. The detached arm was not returned. The break appears to be fairly clean. A rough texture is seen on the outside of the filter near the point of detachment. It is unknown whether this is due to the lighting under the microscope, a contaminate on the filter, or whether the texture was a result of the limb detachment. Dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: no medical records have been made available to the manufacturer. Conclusion: the device was returned. Images were provided. Based upon the returned sample condition, and the image review conducted, the complaint investigation is confirmed for a filter arm detachment. As none of the CT images provided show the filter, ivc perforation cannot be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: perforation or other acute or chronic damage of the ivc wall. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.